Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by manufacturer: the emerge catheter was received with no original packaging or other devices. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The de novo target lesion was located in the moderately tortuous left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced and the balloon was inflated but it ruptured on the first inflation at 4 atmospheres. The device was removed intact. The procedure was completed with a non bsc 3.0mm balloon catheter. No patient complications were reported and the patient's status was good.